Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Lar : low anterior resection. What healthcare professional fired the device and what is his/her experience with the device? Surgeon, he use our device from many years so he is experienced. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes, usually the surgeon wait some seconds more ( 20 seconds). Was the device difficult to close? No, it was normally in closure. Was the device difficult to fire? No. Can more information be provided regarding the noise heard during firing? The noise was a little bit ¿less strong¿ than normally. Were the donuts inspected? If so, please describe. The donuts were undamaged. Was a complete washer transection confirmed? The surgeon does not remember because his attention was on the anastomoses not performed well. Please confirm, did the exact same issue occur with both devices? Please explain. Yes, the same issue with both. Can more information be provided regarding staple form with the second device? The staple were not completely closed. Was the colostomy planned or done due to the difficulties experienced with the device? The colostomy was not planned and was therefore performed due to the malfunction of the devices. Is the colostomy temporary or permanent? Temporary. What is the current status of the patient? Currently the patient is fine.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Can more information be provided regarding the noise heard during firing? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Please confirm, did the exact same issue occur with both devices? Please explain. Can more information be provided regarding staple form with the second device? Was the colostomy planned or done due to the difficulties experienced with the device? Is the colostomy temporary or permanent? What is the current status of the patient? Are the devices going to become available for return at a later date?

Event description:
It was reported that during a low anterior resection procedure, the stapler was use for the terminal anastomosis. During the firing it was heard a noise different from the usual one (cutting washer). When the head was opened, the stapler had cut but only some clips were applied. Some clips were malformed and other absent. It was performed a new resection of the rectum with a new cdh of the same lot number: the same issue occurred. The anastomosis was completed manually with sutures. A colostomy was performed as protection.